Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for 30 seconds and a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.